Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The customer was on vacation and wanted to change the time and the numbers kept ramping up. The customer removed the batteries and put them back into the device, that's when the device alarmed button error. The customer's blood glucose was 274 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. The device was received with cracked case at display window corners, reservoir tube, end cap and battery tube threads, scratched display window, and missing end cap sticker.